Event description:
Reportedly, the subject device was implanted on (B)(6) 2012, as a replacement of a talent 3 dr with the same leads for a pacemaker-dependant patient. On (B)(6) 2013, a follow-up was performed and no abnormal behavior was noticed. During a regular follow-up performed on (B)(6) 2014, difficulties were encountered to interrogate the device despite all the green leads were on. Several messages were displayed stating about ¿telemetry errors¿ . When the device could be finally interrogated, it was found in standby mode. It was then re-initialized successfully and was found operating with the shipment settings. The follow-up was performed successfully afterwards. The device was re-interrogated without any problems, device memories were reset and the session was closed. Thresholds and programming could be performed successfully. Note that there were not any interferences sources reported by the patient in the previous months. Preliminary analysis revealed that the device switched to standby mode probably on (B)(6) 2013 because of a temporary decrease of the battery voltage. Recommendations were provided to state that the recurrence of such switches should be followed-up and reported. It was then reported that a follow-up was performed on (B)(6) 2013 and no abnormal observation was noted.

Event description:
Reportedly, the subject device was implanted on (B)(6) 2012 as a replacement of a talent 3 dr with the same leads for a pacemaker-dependant patient. On (B)(6) 2013, a follow-up was performed and no abnormal behavior was noticed. During a regular follow-up performed on (B)(6) 2014, difficulties were encountered to interrogate the device despite all the green leds were on. Several messages were displayed stating about "telemetry errors". When the device could be finally interrogated, it was found in standby mode. It was then re-initialized successfully and was found operating with the shipment settings. The follow-up was performed successfully afterwards. The device was re-interrogated without any problems, device memories were reset and the session was closed. Thresholds and programming could be performed successfully. Note that there were not any interferences sources reported by the patient in the previous months. Preliminary analysis revealed that the device switched to standby mode probably on (B)(6) 2013 because of a temporary decrease of the battery voltage. Recommendations were provided to state that the recurrence of such switches should be followed-up and reported. It was then reported that a follow-up was performed on (B)(6) 2014 and no abnormal observation was noted.

Manufacturer narrative:
.